Event description:
It was reported that a patient with a 27mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of one (1) year, eight (8) months due to leaflet tear and severe central regurgitation. The procedure was performed with a 26mm 9750tfx transcatheter valve. Patient was in stable condition post procedure. Per medical records, patient presented to the emergency department with shortness of breath and a-fib with rvr. He was admitted with chronic heart failure (chf) and severe aortic insufficiency (ai) with what appeared to be a possible mobile density on the prosthetic aortic valve leaflets. There was no infectious prodrome, blood cultures had been negative, and white count was normal. The evidence suggested this was leaflet degeneration with a tear resulting in relatively acute severe ai. Patient developed worsening chf symptoms and was taken for emergent valve-in-valve procedure with a 26mm sapien 3 ultra transcatheter valve successfully. Patient was transported to the pacu post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: h11: corrected data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was reported that a patient with a 27mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of one (1) year, eight (8) months and central regurgitation due endocarditis. The procedure was performed with a 26mm 9750tfx transcatheter valve. Patient was in stable condition post procedure. Per medical records, the patient presented to the emergency department with chronic heart failure (chf). Echocardiogram revealed mobile mass near the anterior valve strut most likely represents a vegetation and leaflet degeneration with a tear, resulting in relatively acute severe aortic insufficiency. There was no infectious prodrome, blood cultures had been negative, and white count was normal. The patient developed worsening chf symptoms and was taken for an emergent valve-in-valve procedure with a 26mm 9750tfx sapien 3 ultra transcatheter valve. Post-procedural tee revealed no aortic insufficiency and no evidence of paravalvular leak. The patient tolerated the procedure well, was stabilized in the operating room and then transported to the pacu. The patient was discharged on pod# 5.